Event description:
Reportedly, this valve was explanted after 7 months implant duration due to aortic insufficiency. Patient expired. Dr's office stated, that it is not know if patient death is device related. No further info available.

Manufacturer narrative:
Device not returned.